Event description:
St. Jude malfunctioning ICD lead. Upon fluoroscopy it was discovered that patient had multiple externalized high voltage conductors. Removal was performed and patient was discharged four days following surgery.